Event description:
Reported by the complainant as follows: customer had to switch to the 70mm wafers and has experienced bleeding circumferentially around the stoma where the flange touched his stoma. On the event date; customer went to the emergency room at hospital where the wound nurse cauterized the stoma to stop the bleeding. Spouse states at 2am this morning; two days later; her husband experienced additional bleeding. She was able to stop the bleeding by wrapping the stoma with gauze and securing it with waterproof tape. She then cut the wafer out to the plastic flange and took end user to his physician. Bleeding has stopped. Md recommended a more appropriately sized water. Reported to the FDA in the same month.

Manufacturer narrative:
.